Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. It was also reported that the patient had an unspecified infection all around their body. The patient was treated with unspecified antibiotics. It was not reported if the patient was hospitalized and the outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.